Event description:
It was reported that difficulty in removal was encountered. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left main coronary artery. A 4.00 x 16mm synergy xd drug eluting stent was advanced but failed to cross the lesion and was not deployed. When the stent catheter was outside the patients body, it would not come off of the rota floppy wire. More force was applied to remove the stent and it broke. The procedure was completed with a different device. There were no complications reported and the patient was fully recovered.